Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Location and character of the pain? Was medical intervention required to treat the itching, discharge and pain? Results. If reoperation was performed please provide date and surgical findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2016 and the mesh was implanted. It was reported that post implant of device, the patient experienced itching, pain and abnormal discharge. The patient also experienced mesh exposure on right side. It was also reported that on (B)(6) 2017, the patient had a release of exposed tvt-o and re-suturing of vagina. The device remains implanted. Additional information was requested.